Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2017-00045 thru 3003853072-2017-00048.

Event description:
It was reported that the threads on four blockers were damaged during final tightening within surgery. Each of the blockers were removed and replaced with alternative blockers when they became damaged. No pieces fell into the wound. There were no reports of patient injury associated with this event. This is report four of four for this event.

Manufacturer narrative:
The returned blockers were evaluated. The external threads were found to have been damaged in a manner consistent with cross-threading. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.